Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 408 mg/dl, hi (greater than 600 mg/dl), and 191 mg/dl. Customer was not having any symptoms with hi reading; however, her doctor told her to go to the ER. Customer did not go into the ER, but just sat in the car. Customer was not treated or admitted to the hospital. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.